Event description:
Patient's lead was broken. It was reported that the lead break was confirmed via x-ray and that the patient's device has subsequently been programmed to off. The patient has not experienced any recent injury or trauma that may have damaged ncp system. Revision surgery is not planned at this time, as the patient's parents would first like to wait to see if additional anti-epilepeic medications are successful in controlling the patient's seizures. No adverse event was reported in conjunction with the apparent device failure.